Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Did not notice any external damage. The customers problem was confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications therefore, recommend that the pumps expulsor to be trimmed in order to bring the delivery into more nominal of a range. The uso seal was torn off. The expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause was undetermined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device has done an over infusion during testing. No patient injury was reported.